Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 40, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 18mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath as the distal section of balloon material had been bunched distally towards the tip of the device. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and tactile examination found the shaft of the device to have severe stretching damage between the distal and proximal balloon bonds. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found the distal markerband to have moved proximally on the device. The markerband displacement most probably occurred due to the severe shaft damage causing it to loosen and move. The proximal markerband was undamaged in the correct position on the device. A visual inspection found the tip of the device to be damage. This type of damage is consistent with the device encountering resistance when advancing to/crossing a challenging patient anatomy.

Event description:
It was reported that balloon rupture and removal difficulties occurred requiring additional intervention. The patient underwent balloon dilatation of artificial arteriovenous fistula in the left upper limb. The patient had a prolong dialysis with renal failure which causes thrombosis. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. When the balloon reached the lesion, it was dilated twice at 10-15 atmospheres (atm) and after 30-60 seconds, it was dilated for the third time at 18-20 atm. However, it was noticed that the pressure was decreased, and angiography showed that the balloon burst. The balloon could not be taken out smoothly, and the lesion was cut to take out the balloon to end the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture and removal difficulties occurred requiring additional intervention. The patient underwent balloon dilatation of artificial arteriovenous fistula in the left upper limb. The patient had a prolong dialysis with renal failure which causes thrombosis. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. When the balloon reached the lesion, it was dilated twice at 10-15 atmospheres (atm) and after 30-60 seconds, it was dilated for the third time at 18-20 atm. However, it was noticed that the pressure was decreased, and angiography showed that the balloon burst. The balloon could not be taken out smoothly, and the lesion was cut to take out the balloon to end the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good post procedure.